Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the off/oscillation/on switch mode function check due to running intermittently when power applied. It was also determined that there was a unknown liquid on the back plate of the electronic control unit, unknown liquid on the plate for housing and gear shaft and unknown an unknown liquid on the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had no output while the device was on and either trigger was activated. During in-house engineering evaluation, it was determined that the device had failed the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.